Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The drive support was inspected and no anomaly was noted. No delivery and compromised force sensor system alarms, were not verified due to cracked end cap. The insulin pump was received with cracked end cap, cracked case, and cracked battery tube threads.

Event description:
It was reported that the customer has been receiving no delivery alarms on her insulin pump. The customer stated that she also received a compromised force sensor system alarm. The customer mentioned that she dropped her insulin pump and the corner of the insulin pump shattered. The customer's blood glucose level was unknown. Troubleshooting was done. The customer stated that the drive support cap was sticking out. Advised customer that the cause of the compromised force sensor system alarm could have been that during seating, the force sensor did not detect the reservoir. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. The customer declined troubleshooting for no delivery alarm due to incoming replacement insulin pump. Nothing further reported.